Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, a vyaire fsr (field service representative) arrived onsite to troubleshoot the unit. Logs sent to technical support for evaluation. It has been determined that a new main board is needed. Requested software and counters to be reset in ivista for replacement. Main board was able to swap on the next day and software has been updated. Vyaire transferred profiles. Ran calibration and verification. All tests passed and unit meets factory specifications. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000e us in which screen froze and vent stopped ventilating during patient use. Furthermore, there was no patient harm reported associated with the event. Ventilator was swapped out.

Manufacturer narrative:
Device evaluation: results of investigation: (return analysis) vyaire medical was not able to verify the reported issue. The suspect device was returned for evaluation. Vyaire received main electronic assembly bellavista 1000 p/n: 030.500.060, s/n: (B)(6) under rga 00028667. Visual inspection of the unit under test (uut) found no indications of damage or misuse. The uut was then installed into a known good top level system, and upon startup the display showed the standard startup sequence as expected from the user interface controller (epc) with the ventilation controller (cfb) performing the self-test as usual (valves / blower sound audible, blue alarm led's dimming) and there were no alarms or warning messages. Zero pressure calibration, unit base level test, and circuit ¿e¿ test were performed and passed with no functional issues found. The bellavista unit was cycled for 1 hour with previous user¿s settings and functioned as expected with no alarms or warning messages. The vent was then cycled with 70% o2 (oxygen) and then 100% o2 and continued to function as expected with no alarms or warning messages. Power was cycled on and off 10 times and each time booted up and shutdown successfully with no issues, alarms, or warning messages. The reported complaint was not duplicated in the fa lab. No functional or performance issues were found. Log file analysis(non return analysis):the exact root cause is not determinable. Most likely the issue is caused by a hardware issue on the epc. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: d4: corrected UDI information. H4: corrected device manufacturer date.